Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the adhesive on the top of tape was weak and patient's infusion set fell off in the middle of night leading to high glucose alert. No further information available.